Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted due to pocket infection and erosion. The patient¿s condition was reported as stable before and after the procedure. Related manufacturer reference number: 2938836-2020-03255.

Manufacturer narrative:
Analysis was normal. No anomalies were found.